Event description:
It was reported that the physician had received a handheld programming system from the company and it was noted that it could not be used while trying to interrogate the company representative's 2 demo generators. The company representative's tablet programming system was able to communicate with no issues. It was noted when the company representative performed troubleshooting, the physician's programming wand did work with the known working tablet programming system, but the representative's wand did not work with the physician's handheld programming system. It was later stated that the handheld was working correctly and that the wand was causing the issues. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis (pa) was completed for the returned power cord and serial cable. The analysis of the serial cable found that the reported allegation was not verified. No anomalies associated with the serial cable performance were identified. An extra serial cable and ac adapter were returned for an unknown reason. Analysis of the extra components identified no anomalies. Pa for the returned programming wand was completed. The allegation of the failure to program was confirmed in the lab. The serial data cable, which produced the communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. No visual anomalies were identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the device met the specification requirements. After the serial data cable was substituted, the programming wand performed according to functional specifications.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of the initial MFR. Report. Device manufacture date; corrected data: this information was inadvertently left off of the supplemental #01 MFR. Report.

Event description:
Although the company representative stated that the handheld was working correctly and the wand was the issue, the initial troubleshooting steps she provided did not agree with that statement. Based on the initial troubleshooting performed, it was decided the wand was not the suspect device.